Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of biofilm reaction and sore lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine and juvéderm volift with lidocaine. Patient was injected in the cheeks, prejowl sulcus and chin. About a year later, the patient developed biofilm at all the injection sites. Patient had a fever and sore throat during the night and then developed sore lumps in the morning. It was noted that it was not the first time but it was the worse compared to the 3-4 times that happened before "since 2-3 years" at all juvéderm injection sites. Symptoms had also localized at the cheek or chin. Patient was treated with biaxin and it took 7 days for complete resolution. The fever and sore through were suspect as catalysts for the adverse events and patient had concomitantly taken synthroid. This is the same event and the same patient reported under MDR ID #3005113652-2019-00110 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volift with lidocaine, also a device manufactured by allergan.